Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03754 and 1627487-2014-03755. It was reported the patient is experiencing uncomfortable right extremity stimulation and loss of lower extremity stimulation. Diagnostics revealed low impedance values and x-rays revealed the leads are "slightly" out the scs ipg header. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03754 & 1627487-2014-03755.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03754 & 1627487-2014-03755. Further investigation identified the patient's scs ipg was explanted and replaced as fluid in the header was observed intra-operatively. The stimulation issues resolved with the surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.